Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
Patient site ID: (B)(6). It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. One suture was successfully pre-placed and the sheath was upsized to 8f. The procedure was completed, but the pre-placed suture was unable to achieve hemostasis. Therefore, a cut down was performed, and a bovine pericardial patch was sewn into place to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, or air knot (vessel not captured). Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.